Manufacturer narrative:
Product complaint #(B)(4). Device is a veterinary product. No patient information will be reported. This report is for an unk plate/part and lot numbers are unknown; UDI number is unknown. Without the specific part number the device history records review could not be completed; and the UDI number is unknown. Complainant device/part is not expected to be returned for manufacturer review. The investigation could not be completed; no conclusion could be drawn, as no product was received. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent open reduction internal fixation surgery for distal radius fracture with the threaded bending pins in question. During the surgery, the joint between a locking plate and the threaded bending pins did not fit at all, and the plate could not be formed to match the bone shape by bending. The surgery was completed within 30 minutes delay. No further information is available. This report is for one unk - plates this report is 1 of 2 for (B)(4).